Event description:
Facility reported that 15 min before the pt was scheduled to come off, blood was seen on the floor under the pt's dialyzer and it was noted that the top header of the dialyzer was cracked along the side. Blood was returned, ebl 100-150cc. There was no pt injury reported. The sample was discarded by the facility.